Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and subsequently lost consciousness. An ambulance was called and a glucose result of 1.9 mmol/l obtained. The customer was treated with glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for both sensor and reader. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and subsequently lost consciousness. An ambulance was called and a glucose result of 1.9 mmol/l obtained. The customer was treated with glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and subsequently lost consciousness. An ambulance was called and a glucose result of 1.9 mmol/l obtained. The customer was treated with glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d and section h have been updated based on returned product investigation. Sensor (B)(6) and reader ((B)(6)) have been returned and investigated along with the usb/charging cable. Visual inspection was performed and no issues were observed on the sensor patch, the reader, or the usb/charging cable. The sensor plug was properly seated in the mount and no issues were observed upon inspection of the plug assembly. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor was activated with the returned reader and an accuracy test was performed. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dhrs for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.